Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. Device had cracked case at display window corners, display window, reservoir tube window corners and reservoir tube window. Device received with minor scratched lcd window, missing end cap sticker and partially broken reservoir tube lip and battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 103 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.